Event description:
The implant failed due to pain. The implant was placed at #37 and removed after 1 yr and 2 mos. Traditional 2 stage surgery, healing abutment load, prosthetics attachment (single), good oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.